Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was foreign material inside sterile package.

Manufacturer narrative:
(B)(4). It was recognized that the item in the package was dirty. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be incorrect or inadequate packaging, severe shipping conditions, improper cleaning. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material inside sterile package.